Manufacturer narrative:
Corrected data: b5.

Event description:
It was reported that during an arthroscopic latarjet procedure, the strap of one (1) stabilization shoulder kit had holes in it and tore intraoperatively, causing the patient¿s arm to fall. The arm was caught on time and there were no consequences for the patient, but the product is defective and dangerous. Also, the color of the packaging was different, it was blue instead of the usual white packaging. The procedure was resumed, without any delay, using a bandage that was attached and secured with a strap. No further complications were reported.

Event description:
It was reported that during an arthroscopic latarjet procedure, the strap of one (1) stabilization shoulder kit had holes in it and tore intraoperatively, causing the patient¿s arm to fall. The arm was caught on time and there were no consequences for the patient, but the product is defective and dangerous. Also, the color of the packaging was different, it was blue instead of the usual white packaging. It is unknown how the procedure was performed; however, there was no delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11: h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.